Event description:
It was reported that the patient received an inflatable penile prosthesis (ipp) in (B)(6) of 2018. The device was fully mechanically functional but the placement of the reservoir had shifted out of place and started to emerge from the inguinal canal causing discomfort at the right groin area. After thorough evaluation it was decided that a surgical intervention would be best for the patient. The entire ipp was removed and replaced with a new one. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.